Event description:
The pt had an evar procedure on the (B)(6) 2012, to exclude an aortic aneurysm. Re-intervention was required on the third of (B)(6) 2014 to remove three broken wires from the stent graft as the pt was symptomatic. The clinician decided not to remove the entire stent graft, but only the broken wires. The pt is progressing well.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Additional clinical info has been requested in order to allow a thorough investigation to take place. Should additional info be received, a follow up report will be filed.